Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's screen turned completely white and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical australia evaluated the device and the customer's report was not replicated or confirmed. The device went through extensive testing including power cycling, bench handling, and functional stress testing without duplicating the customer's report. The color cable assembly was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.